Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 9:30 am, the laboratory result using a venous specimen was 2.64 inr. The meter result using a capillary specimen one hour later was 3.5 inr. On (B)(6) 2022 at 9:30 am, the laboratory result using a venous specimen was 1.93 inr. The meter result using a capillary specimen one hour later was 2.7 inr. The therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls.  Testing results:  (target qc range = 2.5-3.1): measurement 1 = 2.7 inr, measurement 2 = 2.6 inr, measurement 3 = 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient has an antiphospholipid autoimmune disease. Product labeling states "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The investigation did not identify a product problem. The cause of the event could not be determined.  Initial reporter occupation - occupation: patient/consumer.